Event description:
A replacement procedure was performed; this device was removed and returned for analysis.

Event description:
Boston scientific crm received information that the patient with this device is pacemaker dependent and presented to the hospital after experiencing weariness. Interrogation revealed the device displayed elective replacement indicators (eri) and was pacing in back up safety mode 50 bpm pacing mode. During a previous follow up visit, there was no indication of premature battery depletion and the battery status was "good". There was concern that the battery had depleted more rapidly than expected.

Manufacturer narrative:
According to available information, this device remains implanted and in service. A device replacement procedure will be performed in the near future. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the device functioned within electrical specification during detail analysis and electrical testing. Battery analysis through charge time testing and comparing the results to the longevity calculator confirmed the device is approximately 50% depleted and not at end of life (eol) status. A review of the device memory confirmed the root cause of the end of life indicator was due to memory corruption. Based on the available information, the device appears to have been exposed to a high energy source resulting in memory corruption and the eol indicator. Analysis concluded the device experienced memory corruption due to an external source which contributed to the reported clinical allegation.